Event description:
It was reported that a patient underwent a reconstructive breast surgery procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another five to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary:the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were returned for analysis. Product code vcp213h. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with a detached needle and one suture partially dispensed were returned for analysis. Product code vcp213h. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. H3 investigation summary: the product was returned to ethicon for evaluation. Two paper lids and two winding formers with a suture partially dispensed each were returned for analysis. Product code vcp213h. Upon initial inspection of the returned sample, it was noted that the needles were not returned for evaluation. The sutures were dispensed and examined, and one extreme was noted appear to be cut. As per the condition of the returned samples, no conclusion could be reached as to what caused the event report. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Two winding formers with a undispensed strand were returned for analysis. Product code vcp213h. Upon initial inspection of the returned sample, it was noted that the needles were not returned for evaluation. The sutures cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. The time of exposure of the suture to the environment could not be determined. The foil was visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.